Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left iliac artery, there was resistance friction between the guidewire and the stent delivery system (sds). In addition, there was inaccurate placement of the stent. Further info revealed that the sds appeared normal as it came from the packaging. The device was prepped and clinically used following the instructions for use (IFU). The locking pin was in place prior to stent deployment. There was a short vessel segment occluded. The target lesion measured 5mm in diameter by 60 mm in length. Access was made through the left femoral artery. It was difficult to access the target lesion with the guidewire due to vessel occlusion. The lesion was predilated. The sds was advanced without any resistance; however, stent jumped forward and missed the lesion. Another stent was deployed to cover the remainder of the lesion. There was no adverse consequence to the patient.

Manufacturer narrative:
The stent delivery system has been returned for evaluation and testing; however, the failure analysis report is not yet completed. Additional information will be sent within 30 days upon receipt.